Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was catheterized with lubri sil all silicone foley catheter with bard hydrogel coating. Batch number not specified on insertion record. Patient pulled on foley catheter with light force and the catheter tore above insertion point. The catheter material appeared sheared as if cut with scissors. Doctors reported several similar occurrences where the catheter tube has torn or broken into pieces. Concerns from nursing and medical staff regarding the durability and safety of the material that these catheters were made of. Remaining portion of catheter removed from patient and twoc commenced. Doctors and nurse in charge informed. It was unknown what medical intervention was provided.

Event description:
It was reported that patient was catheterized with lubri-sil all silicone foley catheter with bard hydrogel coating. Batch number not specified on insertion record. Patient pulled on foley catheter with light force and the catheter tore above insertion point. The catheter material appeared sheared as if cut with scissors. Doctors reported several similar occurrences where the catheter tube has torn or broken into pieces. Concerns from nursing and medical staff regarding the durability and safety of the material that these catheters were made of. Remaining portion of catheter removed from patient and twoc commenced. Doctors and nurse in charge informed. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.